Event description:
Revision surgery performed successfully 7 months after primary. The surgeon revised the femoral component, tibial tray, and poly.

Manufacturer narrative:
On (B)(6) 2019 we became aware that the revision surgery was performed successfully. Surgeon removed the femur, tibia and insert. Cause of pain was stiffness and insufficient range of motion.

Manufacturer narrative:
On (B)(6) 2019 we received the confirmation of the revision surgery date and outcome.

Event description:
Revision surgery scheduled for (B)(6) 2019, 7 months after the primary due to pain and stiffness and insufficient range of the motion. The surgeon revised the femoral component, tibial tray, and poly. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 14 jun 2019: lot 181857: (B)(4) items manufactured and released on 13-jun-2018. Expiration date: 2023-05-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional items involved in the event, batch review performed on 14 jun 2019: gmk-sphere 02.07.1202r tibial tray fixed cemented size 2 r (k090988), lot. 187294. Lot 187294: (B)(4) items manufactured and released on 13-sep-2018. Expiration date: 2023-09-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-sphere 02.12.0210fr tibial insert fixed sphere flex size 2/10 mm r (k121416), lot. 181893. Lot 181893: (B)(4) items manufactured and released on 28-may-2018. Expiration date: 2023-05-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
7 months after the primary the patient had knee pain and stiffness. Revision surgery was planned on (B)(6) 2019, we did not receive any additional information about.